Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional product code for this report includes; hrx. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the subject device lot number was not reported and therefore the synthes manufacturing location cannot be verified. The manufacturing location is unknown and was corrected to the synthes corporate address. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was extracting a graft of the left femur with (ria) reamer irrigator aspirator system and encountered much resistance. The surgeon decided to remove the entire (ria) reamer irrigator aspirator system and found that the medullary reamer head was within the medullary canal and that the shaft had split in the tip. The medullary reamer head was removed from the medullary canal. The devices were scrapped. There was a surgical delay of approximately about fifteen minutes. This report is for 2 of 2 complaint (B)(4).